Event description:
The facility reported to baxter that a basal/bolus infusor reservoir had ruptured during filling 50cc syringe. There was no patient injury or medical intervention. The drug which was being filled into the infusor is unknown. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation, however, the evaluation is still in process. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.